Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider stated "there was once a year ago or so, a couple of years ago, that were, and the battery was dying too soon." The drug was unknown, and the patient outcome was unknown.